Event description:
Manufacturer report number: 2030404-2021-00090. During an supraventricular tachycardia (svt) procedure, the catheter was inserted into the right atrium, but a clear signal was unable to be achieved. The catheter was replaced, but the issue occurred with the second catheter. A third catheter was used and the procedure was able to be completed with no adverse patient consequences. A procedure delay occurred due to this issue.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue remains unknown.

Event description:
Manufacturer report number: 2030404-2021-00090. During an supraventricular tachycardia (svt) procedure, the catheter was inserted into the right atrium, but a clear signal was unable to be achieved. The catheter was replaced, but the issue occurred with the second catheter. A third catheter was used and the procedure was able to be completed with no adverse patient consequences. A procedure delay occurred due to this issue.